Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient thought it was not working but called for help and was told it was working. The patient was suggested to turn it up slightly and reported that it was doing a perfect job. There were no symptoms or complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient did not think that their device was working. The patient stated that they did not know how to use their patient programmer and they needed assistance checking to see if the implant was on. The patient declined assistance at first because they had to get help and would call again. The patient noted that they thought that the device was not working about 10 days prior to the notified date. It was stated that the patient noticed that they were having bowel trouble again. It was stated that the patient had a fall in (B)(6) 2017. The patient clarified that they sort of fell on something and did not hit the ground. The patient stated that they would get somebody who could help them and call back with them for further trouble shooting. The patient was later assisted in syncing their programmer and implant. The patient reported that their stimulation was on and asked how to increase the stimulation. The information was reviewed and the patient increased the stimulation. The patient reported that the system was working and clarified that they could feel the stimulation. No further complications were indicated.